Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: fr995-23, serial/lot #: (B)(4), ubd: 01-may-2023, UDI #: (B)(4), PMA/510(k) #: p970031. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and four months post implant of this 16 mm pulmonary valved conduit, implanted in a (B)(6) pediatric patient, the conduit was explanted due to becoming aneurysmal and was replaced with 23 mm valve. One day post valve implant, the patient died. The physician reported the cause of death was cardiac arrest and the valve did not cause or contributed to the death. The physician reported that multiple post-operative echocardiogram images showed normal anatomy. It is unknown whether an autopsy was performed. Concurrent procedures performed: ascending aortic graft, repair of pulmonary artery stenosis by reconstruction with a gore-tex patch and repair of atrial septal defect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.